Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported that when the permanent cautery hook was handed to the assistant to load into the universal surgical manipulator (usm) the instrument was intact. The instrument was placed onto usm and as the instrument was engaging a loud cracking crunching noise was heard as the instrument was advanced the surgeon and assistant visualized amber plastic pieces of the instrument falling out of the metal trocar. The instrument was removed, and broken pieces were retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the staff inserted the permanent cautery hook into the usm and then advanced it into the patient. It was unknown which usm the staff inserted the instrument into prior to discovering the damage. Once inserted all the way in they heard a crunching noise, they could visualize the amber hook that disintegrated into the patient. The instrument was inspected prior to usage with no damages out of the ordinary. The surgeon does not know what caused the fragment to fall inside of the patient. The instrument was never used prior to the issue being identified. The surgeon did not notice any issues with the functionality of the instrument. There were no reported fragments to fall inside of the patient during a collision. The instrument was removed, and the wrist was not straightened prior to removal. The surgical staff did not feel any resistance prior to removing the instrument from the usm. There were no damages noted to the other devices after the event occurred. The surgeon was able to retrieve all fragments using a laparoscopic grasper to pull the pieces out. The surgeon was able to confirm and visualize all fragments that were retrieved. There was no reported additional surgical procedure required to remove the fragment. There were no reported post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed by replacing the instrument with another permanent cautery hook. No reported harm or injury to the patient. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.